Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck test with a therapy pca error. There was no patient involvement.

Manufacturer narrative:
(B)(4).